Manufacturer narrative:
The device was returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the single use mechanical lithotriptor v distal tip was torn and could not be brought over the guidewire. The issue was found during an unspecified therapeutic procedure. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to h3 of the initial medwatch. The device history record was unable to be reviewed for this device since a partial lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following. 1) an attempt was made to insert the device into the endoscope while using the guide wire. 2) when the angle between the distal end and the guide wire was large as shown in the following figure, the device was inserted into the endoscope. 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The event can be prevented by following the instructions for use (IFU) which state: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.